Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6- product complaint # :(B)(4). Investigation summary ==> product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot ==> part # 04.615.128s. Synthes lot # 17p4924. Supplier lot # n/a. Supplier batch # 16l1785. Release to warehouse date: 30sep2019. Expiration date: 01sep2029. Supplier: (B)(4). No ncr's were generated during production. Device history batch ==> null. Device history review ==> review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Without a valid lot number the device history records review could not be completed. Complainant device/part is not expected to be returned for manufacturer review. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that this was a spinal fusion between c2-th2 performed on (B)(6) 2021. The screw was not able to be connected straight to the screwdriver. The surgeon retried connecting them over and over, which failed. The procedure was completed with a replacing screw. No further information is available. This report is for (1) 4.0mm ti cancellous polyaxial screw 28mm for 4.0mm rod. This report is 1 of 2 for (B)(4).